Event description:
The shower chair was operated by carer with pt sitting in the chair. The carer felt that the shower chair was heavy to operate and noticed that caster was askew. The carer helped the pt out of the chair. The chair was overturned to be checked by the carer and then fell the left front caster off the shower chair. No injury was reported.